Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)") and transfusion ("blood transfusion") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids from 2000 to 2002, sore throat, depression, anxiety, acid reflux (oesophageal), light-headed, asthenia, fatigue, metrorrhagia and chest tightness. Previously administered products included for prevent pregnancy: depo provera from 2006 to 2011; for an unreported indication: ferrous gluconate. Concurrent conditions included cyst (occasional pain caused by cyst.), headache, vaginal bleeding, asthma, hypothyroidism, heavy periods, dizzy, menometrorrhagia, anemia, urinary tract infection, vaginal bleeding, dysfunctional uterine bleeding, left lower quadrant pain, anemia, obesity, diabetes, vitamin b12 deficiency, acanthosis nigricans, dysmenorrhea, hypothyroidism and cystoscopy. Concomitant products included ascorbic acid;calcium;ferrous fumarate;folic acid;iodine;magnesium oxide;nicotinic acid;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;vitamin d nos (pre natal formula), cyanocobalamin since on (B)(6) 2014, esomeprazole since on (B)(6) 2014, levothyroxine sodium (synthroid), levothyroxine since in 2008, loratadine since on (B)(6) 2014 and naproxen since on (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)" and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced loss of libido ("loss of sex drive") and libido decreased ("other injury(ies) or complication please describe: decreased sex drive"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient underwent transfusion (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain (mild and occasionally severe)"), anhedonia ("loss of enjoyment of life"), emotional distress ("emotional distress") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, transfusion, dyspareunia, loss of libido, anhedonia, emotional distress, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, gastrointestinal disorder and libido decreased outcome was unknown, the genital haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anhedonia, anxiety, dysmenorrhoea, dyspareunia, emotional distress, gastrointestinal disorder, genital haemorrhage, libido decreased, loss of libido, menorrhagia, pelvic pain, transfusion and vaginal haemorrhage to be related to essure. The reporter commented: most of her symptoms resolved after the surgery. Bleeding was gone immediately and she had less pain right after surgery too. Note: discrepancy observed with regards to the plaintiff's name in the source document. Different name was mentioned (in plaintiff's event description) for the intervention reported: laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. Patient has hemoglobin of 9, hematocrit 29.5 observed. Endovaginal and transabdominal ultrasound are performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: confirmed full occlusion; on (B)(6) 2012: total bilateral occlusion. Ultrasound abdomen: on (B)(6) 2013: leiomyomatous uterus, benign right ovary, the left ovary is not visualized. X-ray of pelvis and hip: on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain, vaginal bleeding. Quality-safety evaluation of ptc: ptc global number: 2017-019706. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 16-apr-2019: plaintiff fact sheet received: events: vaginal hemorrhage, menorrhagia, dysmenorrhea, gastrointestinal disorder, decreased libido were added. Event onset date were added. Reporter causality comment added. Lab data were added. Plaintiffs height was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and transfusion ("blood transfusion") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, sore throat, depression, anxiety, asthma, acid reflux (oesophageal), light-headed, asthenia, fatigue and metrorrhagia. Previously administered products included for prevent pregnancy: depo provera from 2006 to 2011; for an unreported indication: ferrous gluconate. Concurrent conditions included cyst (occasional pain caused by cyst.), headache, vaginal bleeding, hypothyroidism, heavy periods, dizzy, menometrorrhagia, anemia, urinary tract infection, vaginal bleeding, dysfunctional uterine bleeding, left lower quadrant pain, anemia, obesity, diabetes, vitamin b12 deficiency, acanthosis nigricans, dysmenorrhea, hypothyroidism and cystoscopy. Concomitant products included ascorbic acid;calcium;ferrous fumarate;folic acid;iodine;magnesium oxide;nicotinic acid;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;vitamin d nos (pre natal formula), cyanocobalamin since (B)(6) 2014, esomeprazole since (B)(6) 2014, levothyroxine sodium (synthroid), levothyroxine since 2008, loratadine since (B)(6) 2014 and naproxen since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient underwent transfusion (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain (mild and occasionally severe)"), loss of libido ("oss of sex drive"), anhedonia ("loss of enjoyment of life"), emotional distress ("emotional distress") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2014.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, transfusion, dyspareunia, loss of libido, anhedonia, emotional distress and anxiety outcome was unknown, the genital haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anhedonia, anxiety, dyspareunia, emotional distress, genital haemorrhage, loss of libido, pelvic pain and transfusion to be related to essure. The reporter commented: most of her symptoms resolved after the surgery. Bleeding was gone immediately and she had less pain right after surgery too. Note: discrepancy observed with regards to the plaintiff's name in the source document. Different name was mentioned (in plaintiff's event description) for the intervention reported: laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. Patient has hemoglobin of 9, hematocrit 29.5 observed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: confirmed full occlusion. X-ray of pelvis and hip - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 15-apr-2019: plaintiff fact sheet received, reporter added, events added- loss of sex drive, loss of enjoyment of life, emotional distress, anxiety, blood transfusion. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids. Previously administered products included for prevent pregnancy: depo provera from 2006 to 2011. Concurrent conditions included cyst (occasional pain caused by cyst.). Concomitant products included levothyroxine since 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced abdominal pain ("abdominal pain (mild and occasionally severe)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dyspareunia outcome was unknown, the genital haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: most of her symptoms resolved after the surgery. Bleeding was gone immediately and she had less pain right after surgery too. Note: discrepancy observed with regards to the plaintiff's name in the source document. Different name was mentioned (in plaintiff's event description) for the intervention reported: laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2011: confirmed full occlusion x-ray of pelvis and hip on (B)(6) 2012: total bilateral occlusion quality-safety evaluation of ptc: ptc global number: 2017-019706. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: events abnormal bleeding and abdominal pain added. Medical history and concomitant drugs updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2014 surgery. Note: discrepancy observed with regards to the plaintiff's name in the source document. Different name was mentioned (in plaintiff's event description) for the intervention reported: laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirmed full occlusion . Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including persistent pelvic pain. The plaintiff was submitted to laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy; and essure was removed. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. This case was classified as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. In (b)64) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered pelvic pain and dyspareunia to be related to essure. The reporter commented: most of her symptoms resolved after the may 13, 2014 surgery. Note: discrepancy observed with regards to the plaintiff's name in the source document. Different name was mentioned (in plaintiff's event description) for the intervention reported: laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2011: hysterosalpingogram result was confirmed full occlusion. Company causality comment this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including persistent pelvic pain. The plaintiff was submitted to laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy; and essure was removed. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.